Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's remote home monitoring system indicated there was a potential issue with the device. The local boston scientific field representative reported that they were not able to find anything unusual in the data provided by the patient's remote home monitoring system. The patient is to follow up with their device clinic. The device remains in service. There were no adverse patient effects reported.